Event description:
It was reported that the patient experienced a shocking sensation at the implantable pulse generator (ipg) pocket site and then a sudden increase in his tremor. A manufacturer representative attempted to check out the patient's ipg and was unable to get any response. It was later reported that the device displayed an end-of-service/end-of-life message. The device appeared to have performed as expected based on the available settings. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of neurostimulator model 37601, serial # (B)(4) showed no significant anomalies. Longevity tests reported an elective replacement indicator of 11.95 months and an end-of-service of 14.95 months. The functional test failed with an end of life battery and a power on reset was seen during testing. The electrode pairs that were set up for output when the device was received were tested with a good stable output. The bit was reset to test output and the device was shown to be at end of service. Visual inspection showed foreign material in the port(s) and under the cover of the connector.

Manufacturer narrative:
Lead model 3387s-40, lot# v011222, implanted: 2007-(B)(6), explanted: unknown, accessory model 37902, lot# 243250001, extension model 7482a51, serial# (B)(4), implanted: 2007-(B)(6), explanted: unknown, extension model 7482a51, serial# (B)(4), implanted: 2007-(B)(6), explanted: unknown, programmer model 37642, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.